Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
An explanted device and device explantation report were received at headquarters. Per explantation report, the device was removed due to mastoiditis and meningitis.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage which has been present whilst implanted. Damage found during investigation is most likely related to the explantation surgery. This finding was expected because according to the received information the recipient was explanted for medical reasons i.e. Otogenic meningitis due to a mastoiditis. Reportedly, the recipient suffered of meningitis prior to implantation and has incomplete partition type 1, which is typically related to increased intracochlear pressure and csf gusher. These factors are associated with an increased possibility of meningitis, even without a history of otological surgery. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
The recipient was diagnosed with otogenic meningitis due to mastoiditis on (B)(6) 2019. Cerebro spinal fluid cultures revealed the presence of pneumococcus pneumonia. Recipient already suffered from meningitis back in (B)(6) 2018 prior to device implantation. Additionally, recipient has a malformation of the temporal bone with cochlear aplasia right and incomplete partition type 1 left (concerned side). The device was explanted. The recipient was then stable and discharged. At removal surgery the cochleostomy was found intact and the electrode fully inserted in the cochlea. Re-implantation took place at a later date.